Manufacturer narrative:
The reported incident of low speed events were confirmed with data that was retrieved from the system controller log file. The log file contained several low speed alarm events. Also during the events, low battery hazard (red battery) and power cable disconnect alarms were active. The data suggests the low speed events appear to be the result of a critical low voltage condition. The voltage values indicate the device was supported solely on the black power lead of the patient cable during a power exchange to battery power. The system controller was functionally tested and operated on a mock circulatory loop and was found to perform as intended. The system controller was tested together with the returned 14v battery clips and the reported incident of speed changes was not reproduced. The analysis suggests a potential relationship with the patient cable; however a direct relationship could not be determined without an evaluation of the suspect cable. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient stated he felt tired and bloated over the last few days. Upon interrogation, multiple low speed interrogations were noted. The log file contained low voltage hazard events. During these events, the system controller entered power save mode and the speed was reduced. The epc system controller was replaced.